Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: material no: mz1000-07 batch no: unknown. It was reported that the needless connector cracked and leaked. We had another incident today that I was able to document with pictures.the same baby who had to have a new central line placed last week, was found to have a cracked and leaking mz1000-07 again today on her new PICC. This device was connected to the hub of the PICC, which was connected to the tri-port. When we broke it all down and replaced, the crack was visible and hopefully you can see how that contributed to the leaking and loss of tpn and lipids. Customer response (B)(6) 2020: are you able to provide a batch/lot# for the reported product? I do not have a lot number unfortunately. Was there any adverse event reported regarding the patient or end-user? No if so can you provide details of the incident along with any necessary medical intervention that took place as a result? I have received and included the pictures and video in my report. Are you able to return the reported product? Yes I have saved the product. My supply chain contact is out of the office for the week, but we will work on getting this returned to you. Are you able to provide dates for other occurrences of the reported issue? We have had numerous reports over many months. In the past few weeks this has happened on 6-7-20, 6-5-20, and 6-4-20. These are not new issues. We have been reporting them to bd for quite some time.

Manufacturer narrative:
Evaluation statement. It was reported that the needless connector cracked and leaked. Received from the customer was a used maxzero connector model mz1000-07 lot unknown. The as-received sample was visually inspected. There was a crack on its female end. The crack was along the top of the connector and extending along the collar threads in the direction of fluid flow. No other damage was observed. Although damage was observed, a fluid filled lab syringe was attached to the mz1000-07 connector and the fluid was pushed through. A leak was observed from the crack. The crack is considered as evidence that the integrity of the maxzero body may have been compromised. Previous extensive investigations on similar complaints and on unused maxzero connectors have shown the identified probable cause for the crack may be due to the integrity of the maxzero connector material becoming compromised and degraded due to the effect of isopropyl alcohol based disinfecting agents. Other factors such as high hoop stress or outside force from use and over-tightening placed on the maxzero connector either during connection or disconnection with a mating component or tool, use conditions such as application of aggressive disinfectants/cleaning agents, extended use and repeated connection/disconnection of the component may also contribute to the observed cracking. Equipment used (inspection performed on (B)(6) 2020. - ram optical instrumentation/eq08204/calibration due date 5-feb-2021. Device history record could not be performed on model mz1000-07 because the lot # for the suspect set was not provided. The root cause of the observed damage was not identified. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: material no: mz1000-07 batch no: unknown it was reported that the needless connector cracked and leaked. We had another incident today that I was able to document with pictures.the same baby who had to have a new central line placed last week, was found to have a cracked and leaking mz1000-07 again today on her new PICC. This device was connected to the hub of the PICC, which was connected to the tri-port. When we broke it all down and replaced, the crack was visible and hopefully you can see how that contributed to the leaking and loss of tpn and lipids. Customer response 17-jun-2020: are you able to provide a batch/lot# for the reported product? I do not have a lot number unfortunately. Was there any adverse event reported regarding the patient or end-user? No if so can you provide details of the incident along with any necessary medical intervention that took place as a result? I have received and included the pictures and video in my report. Are you able to return the reported product? Yes I have saved the product. My supply chain contact is out of the office for the week, but we will work on getting this returned to you. ¿ are you able to provide dates for other occurrences of the reported issue? We have had numerous reports over many months. In the past few weeks this has happened on 6-7-20, 6-5-20, and 6-4-20. These are not new issues. We have been reporting them to bd for quite some time.